Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had stopped sensing and a pericardial effusion was revealed due to a possible perforation. A revision procedure was performed and a pericardial tap was performed. The patient's blood pressure dropped during the procedure but stabilized following the procedure. The lead was repositioned. No additional adverse patient effects were reported.